Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 2 reports linked to mfg report number: 3013886523-2023-00131. A physician reported a certas valve (ID 828804) was implanted via ventricular peritoneal (vp) shunt on (B)(6) 2023 with setting 4. It was used with ventricular catheter (ID 823041) with unknown serial number. Three hours after the operation, a decreased level of consciousness was observed due to convulsive movements and eyeball upwards. Since there was no improvement in ventriculomegaly after the operation, 30 ml of cerebrospinal fluid were drained by puncturing the reservoir. On (B)(6) 2023, computed tomography (CT) examination was performed. Cerebrospinal fluid accumulated in the ventricle, and the brain pressure pushed it out to the extent that the tip of the ventricular catheter was buried in the brain. Since obstruction was suspected, the valve and the ventricular catheter were removed and replaced on (B)(6) 2023.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h10. The certas valve (ID 828804) was returned for evaluation. Failure analysis- the position of the cam when valve was received was at setting 1. The valve was visually inspected: needle holes in the needle chamber were noted. The valve was leak tested, only leaked from the needle holes in the needle chamber. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. However, the possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism. At the time of investigation, no functional issues with the valve were noted.

Event description:
N/a.